Event description:
It was reported that the programmer became sluggish during interrogations and also printing, and eventually would not turn on at all. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer's performance became sluggish, and it was further noted that the power supply fan made an audible noise and the power supply was replaced. It was further noted that the power cord door was broken, the stylus was missing and that the bezel was broken, all were replaced. Also the hinge plate screw was found and reinstalled. (B)(4).